Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding the patient's implantable neurostimulator (ins) for failed back surgery syndrome and non-malignant pain. Information was reported that the caller stated the patient programmer (pp) is not working right, it's extremely difficult to get it to come on and when it does it quickly shuts off. The caller stated the patient's setting won't come up. The agent had the caller check what kind of batteries they were using, and the caller confirmed they were using super heavy duty batteries. It was reviewed with the caller that the recommended batteries are regular alkaline batteries and that should resolve the issue, and if not to call back for a replacement pp. No further complications were reported. No patient symptoms were reported. Additional information was received from the patient 2019-09-19. It was reported that the cause of the patient programmer not staying powered on was not determined. The ins was replaced. No further complications were reported/anticipated.